Event description:
It was reported by the user facility to terumo cardiovascular that during cardiopulmonary bypass surgery, the venous reservoir bag was too thin which caused the bag lines to kink. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device; however, an investigation was conducted on six sets of venous reservoir bags. It was noted that the tubing curvature is important in order to prevent the creases from occurring. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).